Event description:
The customer reported that while the unit was in use on a patient, the unit displayed a "maintenance required, code #1" message. Therapy was discontinued. No patient injury was reported.